Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to an open circuit in the short link. Replacement pads were sent to the customer to remedy the report. Analysis of reports of this type has not identified an increase in trend.